Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm. Model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient had part of the lead protruding out of the ipg pocket site. As a result, the patient experienced an infection at the pocket site. The patient underwent a revision procedure to explant the entire system. No cultures were performed. The patient was stable and doing well postoperatively. All explanted products were discarded by the facility.